Manufacturer narrative:
This is report 1 of 4. Due to the automated (manufacturing execution system) mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the stent was found to be deployed inside the catheter. The stent was found to be deformed. The stent delivery wire (sdw) was found to be kinked/bent in multiply areas. The stent introducer sheath was not returned. Functional testing was unable to perform the test as the stent was found to be deployed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event of the stent difficult/unable to advance or pull back through catheter could not be duplicated; however, the analysis results are consistent with the reported event. The reported event of the stent deployed prematurely during retraction/re- sheathing was not confirmed during the analysis. The device did not meet specifications when received for complaint investigation based on analysis results. During the analysis of the microcatheter, the subject stent was found to be deployed inside the microcatheter. The stent was found to be deformed. The sdw was found to be kinked/bent in multiply areas. The stent introducer sheath was not returned. An assignable cause of procedural factors will be assigned to the reported event of the stent difficult/unable to advance or pullback through catheter and to the analyzed damage of the stent deployed prematurely during use, swd kinked/bent and stent deformed as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. An assignable cause of not confirmed will be assigned to the reported event of the stent deployed prematurely during retraction/re-sheathing as the issue was not confirmed during the analysis.

Event description:
The device was returned for analysis and the investigation of the device revealed that the stent (subject device) was deployed inside the catheter shaft. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.